Manufacturer narrative:
The log files of the reported cardiohelp device were reviewed and the error message ¿device defective¿ could be confirmed on the date of event. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the mexican market. It is a significantly similar device to cardiohelp which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.

Event description:
The event occurred in mexico during treatment. It was reported that the error message ¿device defective (0xd00e)¿ was displayed. The getinge service and sales unit stated that the device defective error message probably occurred due to the customer disconnecting the hls set before set the cardiohelp on emergency mode. This happened during intra hospital patient transfer from the operation room to the intensive care unit. The customer was handling tubes and connectors when a bubble was detected and the pump stopped. Therefore, the cardiohelp was replaced. No harm to any person has been reported. As the hls set was replaced during treatment, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
The event occurred in mexico during treatment. It was reported that the error message ¿device defective (0xd00e)¿ was displayed. The getinge service and sales unit stated that the device defective error message probably occurred due to the customer disconnecting the hls set before set the cardiohelp on emergency mode. This happened during intra hospital patient transfer from the operating room to the intensive care unit. The customer was handling tubes and connectors when a bubble was detected and the pump stopped. Therefore the cardiohelp was replaced. No harm to any person has been reported. As the cardiohelp was replaced during treatment, a report is required. New information was received on 2025-11-13 that the patient was a male with 64kg and 53 years old. It was confirmed that there was no harm to the patient. The customer confirmed that no bubbles were detected. The fault occurred during disconnection of the hls set which caused the pump stop. A getinge field service technician (fst) was sent for investigation on 2025-12-08/09 and 2025-12-10/11. The failure could not be reproduced, no part was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message ¿device defective¿ could be confirmed on the date of event. It was confirmed by the customer that the disconnection of the hls set, while the cardiohelp was not change to emergency mode, caused the device defective error message. As a result while handling with the tubings during transfer a bubble alarm was caused. Therefore the root cause is an usage error. According to the instruction for use (IFU) of the cardiohelp device (chapter ¿high priority¿) it is stated that this error message inform the user of an error that require the service to diagnose the fault. The cardiohelp should be exchanged as quickly as possible, if the failure occurs during patient treatment. The perfusion on the cardiohelp should be continually be checked, as well as the monitoring of the patient. Furthermore, in the IFU chapter ¿check before every application¿ it is mentioned that all important functions and this particular error messages of the cardiohelp have to be checked before use. Referring to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The review of the non-conformities has been performed on 2025-12-04 for the period of 2022-09-06 to 2025-11-12. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2022-09-06. In addition, a review for potential field actions and capas related to the failures and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. In order to avoid reoccurrence of the reported event a letter with the investigation results will be sent to the customer. Based on the results the reported failure "device defective and bubble alarm lead to a pump stop" could be confirmed, but was not a device related malfunction. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
New information received on 2025-11-13, that the patient was a male with 64kg and 53 years old. It was confirmed that there was no harm to the patient. The customer confirmed that no bubbles were detected. The fault occurred during disconnection of the hls set which caused the pump stop. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID #: (B)(4).